Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The field service engineer (fse) replaced the anti-static brushes to resolve the issue. Beckman coulter internal identifier is (B)(4). No patient demographic information (age, gender, weight, race or ethnicity) was provided.

Event description:
The customer reported the generation of one low erroneous pediatric direct bilirubin (dbil) result on the au680 clinical chemistry analyzer. The low result was released out of the lab, however the doctor questioned it. There was no change in patient treatment in association with this event.